Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is conservatively filed for hospitalization due to hypotension. It was reported that on (B)(6) 2018 a mitraclip procedure was performed for mitral regurgitation grade 3+. On (B)(6) 2018, the patient was discharged from the hospital. On (B)(6) 2018, the patient was hospitalized for hypotension. The patient appeared pale, expressed fatigue, and blood pressure as 78-80 systolic. The physician did not provide device relationship. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information was received that the physician assessed the event as unrelated to the mitraclip. There is no complaint against this device. Based on this information, this device would not be MDR reportable.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: on (B)(6) 2018, 3 mitraclips were implanted without a device malfunction. On (B)(6) 2018, the patient was hospitalized for hypotension. The patient appeared pale, expressed fatigue, and blood pressure as 78-80 systolic. IV fluids were provided and the patient's diuretics were withheld. The patient was discharged to home on (B)(6) 2018. Per physician, the event was unrelated to the mitraclip device and unrelated to the mitraclip procedure. There was no device related adverse event and there was no device malfunction.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Additional information was received that the physician assessed the hospitalization for hypotension as not related to the mitraclip. There is no reported adverse event or device malfunction related to the device. There is no complaint against this device. Based on this information, this device would not be MDR reportable.